Event description:
A malfunction was reported on the pump, but no notable events occurred prior to it. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller in performing the reset; the malfunction code did not recur thereafter. The customer was advised to continue using the pump and to contact support if the issue reappears, which they acknowledged and understood.